Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the impella cp insertion, access was obtained in the right common femoral artery (cfa), two percloses were placed and the impella sheath was inserted; however, the valve on the short sheath was leaking. The leaking sheath was replaced with a 25 cm sheath. The impella was inserted and started without any further issues.